Event description:
Complainant alleged that the clinicians were attempting to perform a synchronized cardioversion on a patient (age and gender unknown) using internal electrodes with the device. The clinicians set the device to synchronized cardioversion mode and the lead select was set to paddles. In addition, three lead ECG electrodes were attached to the pt. The lead selection was not changed. The clinicians reported that there was no pt ECG rhythm displayed on the device screen. The internal electrodes "were in intermittent contact with the [patient's] heart muscle". The clinician depressed the discharge button on the device control panel. The device then discharged without synchronization to the pt's ECG rhythm. The pt then presented a ventricular fibrillation heart rhythm. The device was then set to defibrillation mode and the pt was successfully defibrillated. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. In addition, the complainant also indicated that the facility's biomed engineering dept was unable to duplicate the reported malfunction, and determined that the "unit functioned normally and within MFR's specs." Please reference the zoll mseries operator's guide, which warns the user "synchronized discharge with 'paddles' as ECG source is discouraged since artifacts induced by moving the paddles may resemble an r-wave and trigger defibrillator discharge at the wrong time."